Event description:
Caller is participating in clinical trial and reported that the spirit cartridge has leaked several times while in use. Caller stated a large amount of insulin has leaked into the pump. No adverse event reported. Cartridge not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device not available for return.